Manufacturer narrative:
Section h6, health effect - clinical code: corrected. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account reported that they resolved when rhythm was re-established. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 05jun2024 through (B)(6) 2024. Low flow hazard alarms were captured on (B)(6) 2024. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number(B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pulsatility index (pi), sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was brought to the emergency department after receiving 9 implantable cardioverter defibrillator (ICD) shocks for ventricular fibrillation (vfib) arrest. The patient was minimally responsive and was having low flow alarms when family member called the emergent line. The patient was converted to paced rhythm with external shock by emergency medical services. Once rhythm was established, low flow alarms ceased, and flow returned to baseline along with improved mental status. The patient was treated in the emergency department and admitted to the intensive care unit with amiodarone and milrinone. Log files captured intermittent momentary low flow estimate and low flow alarms. The patient had a history ventricular tachycardia (vt). The arrhythmia in this event was not thought to be device or therapy related. ICD was implanted prior to ventricular assist device (vad) implant. The vfib was initially sustained. They were treated with sotalol. The event resolved.